Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - 4.5mm lcp proximal femur locking plate (pflp)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article streubel, p., moustoukas, m. And obremskey, w. (2016) locked plating versus cephalomedullary nailing of unstable intertrochanteric femur fractures. Eur j orthop surg traumatol, volume 26: 385-390. The purpose of this article is to compare the frequency of reoperation and complications in a consecutive cohort of patients that underwent either cephalomedullary nailing (cmn) or proximal femur locked plating (pflp) for the treatment of unstable intertrochanteric femur fractures. This retrospective review study was performed between 2003 and 2007. The study included two groups. Group 1 consist of 31 patients (16 female and 15 male, mean age 68+/- 20.1 and range 25-94 years), who were implanted with cephalomedullary nailing (cmn), of which 22 patients received synthes titanium trochanteric fixation nail (tfn). Mean follow-up time for cmn patients was 13.6 months. Group 2 consist of 31 patients (18 female and 13 male, mean age 57+/- 23.12 and range 21-92 years), who were implanted with 4.5mm lcp proximal femur locking plate (pflp). Mean follow-up time for pflp patients was 20.2 months. This is report 2 of 3 for (B)(4). This report is for an unknown - 4.5mm lcp proximal femur locking plate (pflp) and refers to two (2) unknown patients with hardware loosening secondary to a deep infection required irrigation and debridement and hardware removal in the pflp group.